Event description:
The acra cut perforator didn't stop once it hit the inner cortex of bone. The clutch did not disengage. The doctor pulled back before it hit the dura. No patient injury or harm. Concerned the perforator did not perform as intended.